Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction was verified in the pump logs; however, no failure was identified. The information will be used for tracking and trending purposes. The failure investigation has been performed for the alarm 5; however, investigation could not be completed as the cartridge was not returned with the device.

Manufacturer narrative:
Tandem¿s t:slim user guide indicates that a cartridge alarm can be caused by ¿a cartridge defect, not following the proper procedure to load the cartridge, or over filling the cartridge (with more than 300 units of insulin). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred during a routine supply change. Then, the customer received a cartridge alarm 5. Reportedly, the contact believes the wrong button may have been selected or the load sequence may have been performed out of order. The customer's blood glucose level was 197 mg/dl. Reportedly, the contact reloaded the cartridge successfully.